Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having a burning sensation at the implant site for about a month, the patient stated they did trip and fall about that time. The patient stated that even leaning on a chair could make it really sensitive. The patient stated their legs would go numb, knee to buttocks to back was bothering them. The patient also reported that they usually felt stimulation, but had not now for about a week, and they were having loose stool for about a week. Syncing with the programmer showed stimulation was off. The patient turned stimulation on, and was able to feel stimulation in the correct location. The patient was advised to contact their healthcare provider regarding the fall and burning sensation. The patient stated their doctor told them there was nothing they could do, it was probably scar tissue, and the patient would need to live with it or have it taken out. No further complications were reported.